Event description:
It was reported that the customer had low blood glucose and paramedics were called. The blood glucose reading at time of the call was 275 mg/dl. During the call, the daughter requested assistance on how to operate the bolus wizard. Troubleshooting was performed. The time and date on the insulin pump were correct. The amount of insulin on the status screen matched to the amount left in the reservoir. The customer stated that she did not wear the insulin pump during a MRI. Advised the daughter to be sure to remove the insulin pump during any procedure where there is high magnetic field. Suggested customer to call her doctor to discuss possible causes of low blood glucose. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.